Event description:
It was reported that that the right ventricular (rv) lead had rising impedance and high impedance measurements. The right ventricular (rv) lead was explanted and replaced. It was reported that intraoperatively that there was a placement issue with the left bundle branch rv lead. It was noted that initially screwed into the septum but the lead showed no further progression into the septum with torque only showing to be built up in the proximal portion of the lead body. The sheath was slit and the lead was removed and it was noted there was tissue noted on the helix of the lead. The lbb rv lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w3dr01 ipg implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.